Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7108064 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7108069 UDI: (B)(4).

Event description:
It was reported that the patient felt the device was not working the same despite optimizing the program. The patient underwent spinal cord stimulation (scs) removal procedure. Patient is doing well postoperatively. Nothing will be returned.